Event description:
It was reported that during a hemorrhoidectomy procedure, there was an incomplete staple line. The device was handed over some weeks after surgery only with the remark did partially staple. No more information available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.